Event description:
It was reported to philips that the system requires multiple attempts to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system required multiple attempts to boot. No service has been performed by philips since the customer cancelled the request. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.